Manufacturer narrative:
Additional: device details have since been reported and section updated. It was also reported that the abutment was removed (date not reported). This report is submitted june 4, 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at abutment site; revision surgery is planned but has not taken place as of the date of this report.